Manufacturer narrative:
(B) (4). A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.

Event description:
The biomedical manager at the facility reported a colleague infusion pump exhibiting channel failure, thereby stopping infusion. This event occurred during pt use. No pt injury or medical intervention was associated with this event. No additional info is available.